Manufacturer narrative:
Care is required when using the catheter. An investigation is needed to clarify the insertion and leak circumstances. The product IFU gives clear directions concerning catheter insertion and care. The product sample will have to be sterilized prior to examination. There was no serious patient injury reported.

Event description:
Based on the report rec'd at neomedical on 04/01/08; the month prior, there was a patient with a 5.0 fr double lumen PICC that had a wet area on the bed near the insertion site. The PICC was changed to another one. Wetness again. There after, the PICC was changed to a midline. The nurse observed there to be multiple holes along with PICC. There was no patient harm or injury.